Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
A philips technician reported that this unit would not deliver defibrillation. There was no report of patient involvement.